Manufacturer narrative:
A product development investigation was performed for the subject device. 513.030: due to the damage incurred, the relevant length cannot be measured due to its broken off damaged condition. This lot was manufactured in march 2017 and we are not aware of any other complaint with this article- und lot combination. 1 x 513.030 drill bit ø1.1 l45/33 2flute / lot no. F-21236. As received condition: the fluted tip is broken off. The visual inspection has shown that approximately 8 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. The drill bit shows slight wear marks at the surface. There were no other damages or signs of misuse detected. The device history record was researched and no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The sample of the hardness during manufacturing of the products has shown no deviations. This lot was manufactured in march 2017 and we are not aware of any other complaint with this article- und lot combination. Based on this finding we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 513.030, lot # f-21236: manufacturing location: (B)(4), supplier: external supplier (B)(4), manufacturing date: 16.mar.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that that during an unknown surgery performed on (B)(6) 2017, three (3) drill bits broke during the procedure. Two of the tips were implanted in the patient, but there was no impact or consequence to the patient. No surgical delay is reported. Procedure was completed successfully. This report is for one (1) 1.1mm drill bit/mini qc/45mm. This is report 1 of 3 for complaint (B)(4).